Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified clearlink access set leaked oxali in the bin that came from the pharmacy. The source of leak was unknown. This was discovered prior to patient use. There was no patient involvement. No additional information is available.